Event description:
It was reported that the power inlet was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Clamp for cord restraint broke causing power entry module to break.